Manufacturer narrative:
The device was not returned for evaluation as it was discarded. 3mensio and post procedural imagery were provided and the following was observed: tortuosity and calcification were present in both patient's vessels. The distal tip was unopened and split. The complaint for sheath distal tip split was confirmed per evaluation of the provided post-procedural imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per device imagery evaluation, the sheath distal tip was split. As per 3mensio imagery evaluation, tortuosity and calcification were observed within the patient's anatomy. It is likely that calcium within the patient's vasculature made contact with the sheath distal tip during insertion leading to the reported distal tip split. Calcification and tortuosity can create a constrained condition leading to increased likelihood of friction between patient anatomy and the sheath. Sharp calcified nodules could create small tears or weaken the sheath combine with tortuosity that can induce stress to the tip due to non-coaxial trajectories, making it more susceptible to split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in romania, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the esheath distal tip was split during insertion and was removed. A new esheath was used without issues and the procedure was successful. There was no harm to the patient. The perceived root cause of this event was vascular access tortuosity.